Event description:
It was reported by sales rep: during decannulation, the cannula got detached from the bend tip. This occurred during surgery. No patient injury reported.

Manufacturer narrative:
Evaluation: the arh241190a device was returned in one partially opened pouch with three additional arh241190a devices. The tip, which was completely detached from the cannula body, was returned in one sealed pouch with the tips from the other three units. The two returned pouches were not the original edwards pouches. Labeling on the returned pouches indicate that they are used for either ethylene oxide sterilization or steam sterilization. The report of the cannula being detached from the tip was confirmed. No blood was visible on the cannula. The cannula had a cloudy yellowish appearance, and was likely resterilized. No adhesive residue was visible on the cannula; however adhesive residue was visible on 3 of the 4 returned tips (the tips were not differentiated based on which cannula they belonged to). No additional issues were identified with the returned arh241190a device. The report of the cannula being detached from the tip was confirmed; however, the root cause of the tip separation cannot be determined. The returned device was likely resterilized; therefore, the issue cannot be attributed to a manufacturing non-conformance or a design deficiency. It is improbable that the tip of the arh241190a device will separate from the cannula body while following instructions listed in instructions for use. No additional factors were identified which would have contributed to the reported issue. This event did not lead to a quality threshold being exceeded therefore a CAPA will not be initiated. The root cause of the reported issue could not be determined; hence, a manufacturing defect cannot be confirmed and a product risk assessment (pra) will not be initiated. Trends will continue to be monitored and appropriate investigations obtained.

Manufacturer narrative:
Device received, cannula is currently under evaluation.